Manufacturer narrative:
Corrected information has been provided. Corrected product information was received. The original report was submitted under manufacturer report number . Please refer to manufacturer report number 1644019-2021-00491. No further reports will be submitted under manufacturer report number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract extraction procedure the surgeon noticed a 2mm metal particle in the eye. The metal particle was removed. When the crystalline lens and cortical was removed a capsule tear was noted. The surgeon suspects this was a consequence of the metal particle. The procedure was completed the same day. Additional information has been requested and received indicating that the tear was an anterior capsule tear and the intraocular lens was able to be implanted.